Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post the patient's generator changeout procedure the implantable cardioverter defibrillator (ICD) implant system was removed due to a pocket infection. A new ICD system was implanted. No further patient complications have been reported as a result of this event.